Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-mar-2023. The most recent information was received on 15-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of tinnitus ("tinnitus (right ear)") in a 42 year-old female patient who had essure inserted (lot no. C38213). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced tinnitus (seriousness criterion medically important) and fatigue ("fatigue related to constant tinnitus"). In 2020 she experienced deafness unilateral ("hearing loss (right ear)"). The patient was treated with non-drug therapy (insertion of a hearing device (B)(6) 2021). No causality assessment was received for essure with regard to tinnitus, deafness unilateral or fatigue. The reporter commented: period of onset: since 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Lot number: c38213, manufacture date: 2014-03, and expiration date: 2017-03. Lot # c13101 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of tinnitus ("tinnitus (right ear)") in a 42 year-old female patient who had essure inserted (lot no. C38213-c13101). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2015 she experienced tinnitus (seriousness criterion medically important) and fatigue ("fatigue related to constant tinnitus"). In 2020 she experienced deafness unilateral ("hearing loss (right ear)"). The patient was treated with non-drug therapy (insertion of a hearing device (B)(6) 2021). No causality assessment was received for essure with regard to tinnitus, deafness unilateral or fatigue. The reporter commented: period of onset: since 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.